Event description:
During a preperitoneal laparscopic hernia repair, the trocar tip did not retract after penetration of the cavity. The procedure was converted to a formal laparotomy and the surgeon manually sutured to repair.

Manufacturer narrative:
7/3/97-supplemental report #1 submitted to FDA. The exact manufacturing site could not be determined as the production lot is unk.